Event description:
The customer reported that she felt itching at the infusion site and she noticed that the adhesive was pulled up, but she was not concerned about it and continued with her day. She then noticed that her blood glucose results were running high, and her pdm result was "high" (>500 mg/dl). She stated that she checked the site and noticed insulin leaking when she tried to bolus. She removed the pod and said that the cannula looked bent. She said she checked her blood glucose and gave herself a 2u bolus because she was not sure if she had received the previous bolus because of the leaking. She said that her blood glucose level came down "a little" but she was scared because she had never had a blood glucose result that high, so she gave herself a manual injection of insulin to bring her blood glucose result down.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms or high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."